Event description:
It was reported that a myocardial infarction and elevated cardiac enzymes occurred. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet other than aspirin (>= 72 hours). At the time of the procedure, the patient received heparin or other antithrombotic medication. The 2.50 mm x 14 mm target lesion located in the proximal left circumflex vessel (side branch) was pretreated with three devices using the largest balloon diameter of 2.75 mm x 8 mm length of semi-compliant balloon angioplasty catheter and non-compliant balloon angioplasty catheter achieving 30% residual stenosis and timi flow of 3. The lesion was then successfully treated with the 2.50 mm x 20 mm agent dcb resulting in 30% residual stenosis with timi flow of 3. During the 18-24 hour post procedure lab draw, results demonstrated an elevated troponin-I hs that met the criteria for a myocardial infarction. In addition, the 2.75 mm x 16 mm target lesion located at the first obtuse marginal vessel (main branch) was pretreated with four devices using the largest balloon diameter of 2.25 mm x 15 mm length of wolverine cutting balloon, semi-compliant balloon angioplasty catheter and non-compliant balloon angioplasty catheter achieving 10% residual stenosis and timi flow of 3. The lesion was then successfully treated with the 2.25 mm x 22 mm non-bsc device resulting in 0% residual stenosis with timi flow 3. The patient was discharged one day post procedure with the continuation of prasugrel medication. No further details received.